Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's lead had migrated, which was confirmed through imaging. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place and during the incision making process the lead was cut, therefore the lead was explanted and replaced to address the issue. Effective stimulation was restored.